Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead, product ID (B)(4), lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead, product ID (B)(4), lot#, serial# (B)(4), implanted: explanted: product typ recharger, product ID (B)(4), lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ programmer, patient. (B)(4).

Event description:
It was reported that the patient had to have 2 revisions done once she got the implant. The first lead revision was done on 2008 (B)(6) in which only 1 lead was put in. The second lead revision was done on 2008 (B)(6) to put the second lead in. A physician did her second revision and he got the implant done right. If additional information is received, a follow up report will be sent.